Event description:
A contractor for the user facility was allowed into the diagnostic room of the mr suite by hosp staff, with a metal folding chair. The chair flew into the face of the magnet hitting the control panel of the diagnostic table. This activated the diagnostic table to go into the magnet, tearing the cables for the rf coil connectors. The mr suite was not in clinical use at the time of the incident, and there were no reported injuries to any personnel. Hosp staff are made aware through training prior to system turnover, of the hazard in allowing ferromagnetic items to be brought into the magnetic field which can then become attracted to the magnet, and become potentially dangerous projectiles. The operator manuals also include warnings with regards to ferrous objects not being allowed into the magnet room.